Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon noticed the jaws were not fully closing after a clip was fired. The clip however, appeared to be fully closed and secure on the duct. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was visible at the 14th firing sequence thus, it was not completely visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was visible at the 15th firing sequence thus, it was not completely visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # g9l322 mfg date 09/21/2010 exp date 08/21/2015.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.